Event description:
It was reported that insulin squirted out during the insulin pump's manual prime process. The blood glucose reading was 73 mg/dl. The customer was disconnected from the device during the prime. The device piston continued to move forward after reservoir contact and insulin squirted out. No numbers appeared on the screen, nor did any beeps alarm. The customer was not able to leave the prime process. Nothing further reported.

Manufacturer narrative:
The insulin pump was received for analysis, and it was unable to prime during the prime test due to a flush/loose drive support disk. The device was received with cracked display window corners and reservoir tube lip, a scratched lcd window and missing end cap sticker.